Event description:
Upon assessment of midline catheter. Staff noted wire in device not functioning correctly, malfunctioning powerglide wired failed to deploy. The catheter was not used on a patient. This catheter lot redx4913, exp 2020-12-31, 18gauge 10cm. All catheters with this lot number pulled from supply and set aside. (14kits). FDA safety report ID# (B)(4).